Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. It was also reported that the patient reconnected the transfer set during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection and subsequently developed peritonitis. The event was further described as during therapy the transfer set disconnected from the catheter and the patient reconnected the devices. The following day the patient visited the clinic and the transfer set was changed. The following night, the patient experienced abdominal pain due to peritonitis. Treatment details, action taken with dianeal therapy, and patient recovery status were not reported. No additional information is available.